Event description:
It was reported that during a gastrectomy procedure, the clip cold not be fed into the jaw properly in three devices. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/03/2009. Eval summary - the analysis results confirmed that the el5ml device a was received in good visual condition. The device was cycled, fed and formed the remaining clips within mfg specs. The device locked out as intended. No firing no feeding issues were noted during eval. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Our mfg batch history review identified that clip short feeds issue was detected during the mfg of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. The analysis results confirmed that the el5ml device b was received in good visual condition. The device was cycled, fed and formed the remaining clips within mfg specs. The device locked out as intended. No firing nor feeding issues were noted during eval. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complain info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process. Device b additional info: batch # e9f79l. Expiration date: 06/2013. H2: 07/2008. The analysis results found that the el5ml device c was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. The instrument would not feed the clips into the jaws as it was returned empty, no more clips were available to fire. The device was disassembled and no clips were found. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process. Device c additional info: batch # e9ft9y. Expiration date: 10/2013. H2: mfg date: 11/2008. Device fired through lockout, empty.